Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for stent damage. The returned product was in inspected along the entire length both visual and tactilely. Damage was observed on the distal end of the stent. Microscopic examination of the damage region of the stent found that two strut pairs were slightly flared. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause of this event is operational context.

Event description:
It was reported that during a coronary artery drug-eluting stenting procedure, the stent was damaged. The lesion intended to be treated in this case was a very tortuous, mildly to moderately calcified, 99% stenosed 1st diagonal. The lesion was predilated with a 2.0x15mm balloon and the taxus liberte drug-eluting stent was advanced to the lesion. It was noted that the stent was not well crimped on the balloon and one or two of the struts were protruding from the stent. The physician reported that the stent caused a dissection at the proximal portion of the 1st diagonal. No treatment was performed and the procedure was stopped. The patient was reported to be in good condition following the procedure.